Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device and extracorporeal membrane oxygenation for mechanical circulatory support. The patient was then diagnosed with right heart failure and venoarterial extracorporeal membrane oxygenation was also cannulated. It was reported while on impella cp support, a suspected thrombotic event in the impella caused suction alarms, turbulent outflow area, and flows that displayed 0/0/0. The decision was made to explant the impella cp for no impella flow, however the decision was made to withdraw care and the pump was not replaced. The patient subsequently expired. There is not enough evidence to exclude impella as an associated factor in the patient's demise.

Manufacturer narrative:
Visual inspection found biomaterial in the pump housing. No other issue were found on the rest of the pump. The cause of the issue was biomaterial. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." This report is being filed as part of a retrospective review of historical records.